Event description:
It was reported that the unit would not run. It was further reported that an error appeared on the screen of the unit.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.